Manufacturer narrative:
The tech found the top of the brake caster stem is broken. The technician replaced the brake caster assembly to resolve the issue.

Event description:
The tech alleged that brake caster swivels while in brake mode. No patient impact.